Event description:
The userfacility reported that, "the mayfield swivel arm that houses the 2 pins was too stiff and non-conforming resulting in a laceration from movement despite being tightened to 60 lbs." The scalp laceration was reported to be 3 cm in the occipital area which occurred during initial positioning by a resident.